Manufacturer narrative:
Description of event: corrected data; initial MDR inadvertently left out previously known information related to the report.

Event description:
It was stated in operation notes from the patient's generator replacement that the lead was investigated and found to have some apparent fluid in the casing around the wires. Information was also received that fluid was found in the chest around the plastic piece on the generator (header) during the generator replacement surgery and the physician believes that this is the cause of the high impedance. The physician does not know how the fluid happened, as they did not see the fluid until the patient went for generator replacement surgery. The patient is also special needs and so they were not able to verbally express if anything had happened or if they had any trauma. The leads were explanted at a later date after generator replacement, and lead impedance with new leads and existing generator were confirmed to be within normal limits. The patient's devices were reported to be discarded and therefore have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device was showing high impedance during a replacement surgery after the new generator was connected. The previous generator was fully depleted and therefore impedance was not known pre-operatively. The pin was attempted to be reinserted fully three times during surgery however impedance still showed high. Lead revision occurred at a later date. The patient's replacement surgery facility is a no return site therefore the patient's lead has not been received into analysis to date. No additional relevant information has been received to date.